Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00345. It was reported (B)(6) the patient underwent lead revision to have a second lead implanted to provide additional coverage for new pain. During the procedure the lead broke off inside the ipg header. The physician decided to replace the ipg and the original lead along with implanting a new second lead. The patient is now receiving effective coverage for the targeted areas. Implant dates are unknown, device information for the lead is unknown and concomitant devices are unknown.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-00345.